Event description:
In the middle of the or case, the constellation vitrectomy machine stopped working and flashed a big red stop sign with error code fault 1014. Machine had to be shut off and rebooted during the case and tubing already on the field needed to be re-primed. No harm to patient.